Manufacturer narrative:
The controller was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to, but not limited to, connector damage, bent pins and/or connector wiring failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power source could not be connected to the controller. The controller was exchanged. No patient complications have been reported as a result of this event.